Manufacturer narrative:
(B)(4). After review of the returned parts by (B)(4) engineering the following determination was made. The tips of both instruments are broken off, the few dimensions that could be verified were, and they meet the drawing. The hardness of both pieces were checked multiple times and all readings were to specification. The tips of these devices can strip or break if they undergo over-torquing or off-axis loading. After our review we found nothing to associate these defects with any manufacturing processes at (B)(4). But, we do believe the failures are most likely due to over torquing or off axis loading of these driver tips. Therefore, no corrective action is required at this time.

Event description:
Reported event: while performing an l34 45 revision 51 set screw removal using a non- powered orthopedic specialties adaptor with a t-handle, one of the cams was snug. An attempt was made to force the set screw and both snapped in half. No debris fell into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: while performing an l34 45 revision 51 set screw removal using a non- powered orthopedic specialties adaptor with a t-handle, one of the cams was snug. An attempt was made to force the set screw and both snapped in half. No debris fell into the patient's body. The patient's condition was reported as fine.